Event description:
Customer reported obtaining a device result approximately 7 am; however a value was not provided. Customer felt as if they had low blood glucose. Customer called emergency medical services (ems) and they gave patient orange juice. Ems device = 27 mg/dl. Ems administered glucose and transported customer to hospital where patient was kept overnight for observation. No controls. A request was made for return product and replacement product was sent.